Event description:
A us distributor reported that a patient was receiving a service code.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause was isolated to multiple wires in the trunk cable being shorted. The root cause for the shorted wires could not be positively identified. There was no adverse event that resulted from the damaged belt.